Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted concomitant medical products: item number: unknown, item name: unknown trilogy liner, lot #: unknown. Item number: unknown, item name: unknown head, lot #: unknown. Item number: unknown, item name: unknown stem, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-04469, 0001822565-2018-04444, 0001822565-2018-04471. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient has been indicated for revision on an unknown date due to unknown reasons. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
After further evaluation, it was determined this product did not cause or contribute to the event.

Event description:
No further event information available at the time of this report.